Event description:
It was reported that a female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant and experienced breast implant rupture, and capsular contracture; baker grade iii on her left side postoperatively. The patient underwent bilateral explantation and replacement with similar gel mentor prosthesis on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture and capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 2, 2022, the mentor failure analysis lab has received the device for evaluation. Upon receipt of the device, mentor became aware that the suspect device's lot number is 6456087. This device was manufactured in the mentor leiden facility in the netherlands. The device reported in this complaint was manufactured in leiden, netherlands. Hence, doesn¿t meet the criteria for MDR reporting and therefore this is the last report that will be submitted. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as mdrs. Manufacturer's site phone: (B)(6) manufacturer's site fax: (B)(6) manufacturer¿s reference number: (B)(4).